Event description:
An electronic report was received from a hemodialysis user facility. It was learned that this event occurred after a patient had undergone one and one-half hours of their dialysis treatment, when a staff member noticed blood loss on the machine and on the floor. The staff member immediately went over to the patient, and shut the machine off. Upon closer inspection of this event, it was noted that blood was dripping out of the venous chamber, and that the top cap of the venous chamber was partially off, allowing blood to flow out of that chamber, and down on the machine and the venous bloodline. The staff were able to return the blood that was contained within the arterial bloodline, along with a normal saline bolus, however, they did not return the blood contained in the venous line. The facility reported that the blood loss was estimated to be 400 ml. A stat hemoglobin was drawn and the results were reported as being stable. The patient was then re-started on a new machine as well as a new treatment set and the patient did receive their complete treatment without further incidence. The bloodlines have been saved for evaluation. Reportedly, this patient was discharged to home when the treatment was completed with no further ill effect or medical intervention received to date as a result from this event.